Event description:
During insertion of a port-a-catheter, the device broke. It was immediately taken away from patient and there was no harm. All items and pack the port came in was saved and placed in a biohazard bag. The device was a smartport plastic port by angiodynamics. (Low profile port with vortex technology). The reference number is ct80lppdvi and lot# 5825382 with expiration of [redacted date].